Manufacturer narrative:
The covidien customer support engineer (cse) replaced the gui cpu printed circuit board (pcb) and backlight inverters. The cse performed all calibrations and testing. The unit performed to specifications. (B)(4).

Event description:
Covidien received information from a customer in the USA reporting that a graphical user interface (gui), central processing unit (cpu) was blank. There was no patient involvement.